Event description:
Arthritis. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6). The pt's medical history was significant for two prior therapies of synvisc (6 injections). On (B)(6) 2013, the pt initiated treatment with first synvisc (hylan g-f 20) injection of the third course at a dose of 2 ml once per day (route and frequency not provided) into an unspecified location. The lot number for synvisc was not provided. On the same day, the pt developed arthritis. On (B)(6) 2013, the pt visited hospital and received intra-articular steroid (unspecified) injection for the event of arthritis. The pt had not yet recovered from the arthritis. The action taken with synvisc was not provided. Concomitant medications were not provided. The intensity of the event was not provided. The reporting physician assessed the causal relationship between synvisc and the event of arthritis as definite.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.